Event description:
During the case the echelon flex powered plus linear cutter was not cutting, the manual portion needed to be accessed to remove it from patient, and the harmonic scalpel was used to complete the surgery. The stapler fired the staple line crooked. It was reloaded with a new line of staples but it would not fire and became jammed. In order to remove it from the bowel the provider needed to use the manual method for removing the stapler by opening the top as per the instructions. This stapler was removed from service and the company rep was made aware of the incident. The procedure was completed with no complications. FDA safety report ID # (B)(4).